Event description:
It was reported that the catheter broke during the procedure. Additional information has been requested, but not yet received.

Manufacturer narrative:
The catheter was received in two pieces. Upon visual inspection, the catheter was broken approximately 4 cm from the catheter tip. No other defect was noted. Upon microscopic inspection, the broken piece appears to have been stretched. It does not appear to have been cut with a blade. The sample condition does not appear to be the result of any manufacturing or process deficiencies but appears more likely to have resulted from something encountered during the use of the product. It was not possible to determine an exact cause of the sample breakage.